Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the dissection tip broke on the vasoview hemopro 2 broke. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effect.

Manufacturer narrative:
The device along with the hemopro tool was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. During visual inspection using microscopy, the plastic c-ring on the cannula was observed to have been cut in half longitudinally between the flanking curved areas. Signs of exposure to heat at the c-ring fracture site were observed. This type of failure is consistent with the application of heat from the hemopro tool while in close proximity to the c-ring. Based on the evaluation results, the reported complaint was confirmed for c-ring fracture due to heat exposure. A lot history record review was completed for the reported product lot number. There was no non-conformance record in the lot history. Internal corrective action ((B)(4)) issued for this failure mode. (B)(4).